Event description:
It was reported that: the physician noticed that after inserting the swg through the needle it bent at some point, which made it not possible to pass the catheter through it. There was no reported patienht harm or consequence.

Manufacturer narrative:
(B)(4). The customer report of swg kinked was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4), the customer provided two photos for analysis. The photos displayed a kinked guide wire within its advancer tubing. The customer also returned one guide wire assembly for analysis. The introducer needle was not returned. No definite signs of use were observed on the guide wire. Visual analysis of the guide wire revealed that it was kinked in multiple locations throughout the body. One kink was adjacent to the distal j-bend, resulting in the j-bend to be misshapen. Microscopic examination confirmed the damage and revealed that both welds were present and intact. Visual analysis of the needle could not be performed as it was not returned. The kinks in the guide wire measured 424mm, 579mm, and 589mm from the proximal tip. The overall length of the guide wire measured 599mm which is within the specification limits of 596-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.80mm which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was advanced through a lab inventory arrow raulerson syringe (ars)/18 ga introducer needle subassembly as part of functional testing. The undamaged portions of the guide wire passed through both components with minimal resistance. Resistance was met at the kinking. This was performed per the instructions for use provided with the kit, which states, " place tip of arrow advancer - with "j" retracted - into the hole in rear of arrow raulerson syringe plunger or introducer needle." A manual tug test confirmed that both welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user , "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The customer report of a kinked guide wire was confirmed through the investigation. Visual analysis revealed multiple kinks in the returned guide wire. Despite this, the guide wire passed all relevant dimensional and functional inspections, and a device history record review revealed no relevant findings. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned for evaluation. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: the physician noticed that after inserting the swg through the needle it bent at some point, which made it not possible to pass the catheter through it. There was no reported patient harm or consequence.

Event description:
It was reported that: the physician noticed that after inserting the swg through the needle it bent at some point, which made it not possible to pass the catheter through it. There was no reported patienht harm or consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported that: the physician noticed that after inserting the swg through the needle it bent at some point, which made it not possible to pass the catheter through it. There was no reported patient harm or consequence.